Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "completely failed". The pump is currently out of warranty. There was no reported adverse impact. No further specific information was provided and customer declined followup from tandem technical support.